Manufacturer narrative:
The complaint of a damaged catheter was confirmed and the cause appears to be use related. The implicated and returned product was a broviac catheter repair segment. Gross visual examination of the catheter revealed a circumferentially aligned split in the catheter near the edge of the luer keyway. Microscopic examination of the catheter split found that it was granular in nature, and angled inwards towards the keyway. The direction of catheter damage was downwards towards the luer keyway. An attempt to recreate the damage characteristics on a non-complainant catheter proved that if the clamp is positioned near the edge of the luer and then clamped, the same damage features are present. The product IFU was found to provide adequate warning against clamping outside the indicated clamp region (in addition to the print direction found on the catheter extension leg). Specifically, if the clamp is engaged near the luer, this type of damage can occur. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from these lot numbers.

Event description:
The hard plastic part of hub allegedly broke through the silicone.